Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5092-58 implantable pacing lead, (B)(6) 2013. (B)(4). Evaluation summary: analysis was performed and no anomalies were found; full lead returned and analyzed.

Event description:
It was reported that with a few days of implant, there was high threshold and the lead was noted to be dislodged. The lead was expl anted and replaced. No patient complications have been reported as a result of this event.